Manufacturer narrative:
Concomitant medical products: pb1016 transcatheter valve implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately treated with anti-tachycardia pacing and shock therapy by the implantable cardi overter defibrillator (ICD) for detecting a paroxysmal atrial tachycardia (pat) as a ventricular tachycardia (vt) episode. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up with the patient's healthcare provider yielded that the device was reprogrammed.